Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue with the cartridge alarm and decided to replace the pump. They advised the customer on steps to handle the problematic pump, including putting it into storage mode and returning it to tandem, as well as instructions for receiving the replacement pump. The customer acknowledged understanding of all instructions and will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.